Event description:
Using the libre 3 glucose monitor that was recalled was giving a 3-month supply that are all listed as defective. Been having off numbers the past month with the monitor I'm wearing. Was getting alarms on my phone that I was having severe lows sometimes glucose levels were down only 55 after eating dinner became concerning after taking multiple glucose tablets to try increase my glucose levels to an acceptable reading. Other nights had severe crashes could not bring up my blood sugar with glucose tablets I had to use two of my emergency pens to bring my blood sugar back up to level. Now I can't refill my ge-voke emergency pens my insurance company will no longer approve them. For weeks I have dropped my nightly insulin dose and half to maintain normal numbers I've been thinking that it was a problem with my nightly doses of insulin but now after reading about the recall on this product I understand now why I was having so much trouble maintaining my numbers that is safe level.